Event description:
Sorin group (B)(4) received a report that the pump speed decreased and the display showed a reduction in flow during a procedure. The pump speed and flow were recovered without any action from the clinician and the procedure was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump speed decreased and the display showed a reduction in flow during a procedure. The pump speed and flow were recovered without any action from the clinician and the procedure was completed without further issues. There was no report of patient injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.